Event description:
It was reported that during troubleshooting for an unrelated issue, the care giver (cg) disconnected the patient line from the transfer set and then reconnected the patient line during the initial drain, while the home patient (hp) was connected. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for use error ¿ failed to follow therapy steps, where the care giver (cg) reconnected the patient line to the transfer set after disconnecting it during the therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.